Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device was showing panel connection lost and invalid serial number. No patient involved.

Manufacturer narrative:
Investigation outcome. The customer reported ¿panel connection lost¿ and ¿invalid s/n¿ alarms on hamilton-g5 sn (B)(6). No patient was involved. Troubleshooting performed on site included swapping the ip panel and replacing both the vu mainboard and vu esm; however, the same error messages persisted. The repeated failure after replacement of major communication components suggests a deeper hardware issue within the ventilator unit, potentially related to board-level communication or configuration integrity. No log files were available due to usb facility limitations, preventing further technical analysis. As a correction, a new vu mainboard and vu esm were issued to address the reported problem. No further information was received. This case is considered as closed.